Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 due to an elevated blood glucose (bg) level of 500 (mg/dl) and diabetic ketoacidosis. Customer administered correction boluses; however, bg levels did not improve. During hospitalization, customer was treated with intravenous insulin and fluids. Customer was released from hospital on (B)(6) 2016 and indicated they would be in contact with their health care provider to discuss diabetes management.